Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: lot number was updated g4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 10. H6: results code was updated to 213. H6: conclusions code was updated to 4310. H10: narrative/data was updated. The reported device was returned for evaluation. The reported medical conditions of infection and bone loss was not confirmed. Visual inspection of the as returned product identified an attached crown and bone residue around the external threads due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. The sterilization operation record could not be reviewed at the time of investigation since the lot number was not available. A year-long complaint history review by item number of the reported device was performed for similar events and no complaint about nonconforming products was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
(B)(4). Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports peri-implantitis around implant tsvh13. Tooth site #6.